Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) one day post implant due to t wave oversensing. It was noted that the smartpass feature had been programmed on during implant and was now noted to be off. The s-ICD was reprogrammed to a different sensing vector and smartpass feature was programmed back on. The s-ICD remains in service and the patient was scheduled for normal follow-up visits. No adverse patient effects were reported.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) one day post implant due to t wave oversensing. It was noted that the smartpass feature had been programmed on during implant and was now noted to be off. The s-ICD was reprogrammed to a different sensing vector and smartpass feature was programmed back on. The s-ICD remains in service and the patient was scheduled for normal follow-up visits. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system due to the inappropriate shocks.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.